Event description:
Customer called to report that the immage immunochemistry system displayed "e60" errors for low concentration immunoglobulin m (igmlc). The instructions for use for the instrument instruct customer to call beckman coulter, inc. For assistance when such errors are displayed. Customer did not indicate that any other errors were displayed. Customer stated that the control results for igmlc were within range. The falsely high igmlc results were not reported outside the laboratory; therefore, patient treatment was not affected. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. On the following day, the field service engineer (fse) inspected the instrument and performed preventive maintenance (pm) as part of the investigation. The fse observed the wash head probe teflon coating flaking off; the fse replaced and aligned the probe. The fse then observed air bubbles in the reagent and sample syringe barrels; the fse replaced the syringe and the syringe valve assembly for the reagent and sample side. The instrument event log showed false level sense triggers for the reagent and sample probe; the fse replaced both probes. The fse then performed all mechanical and electronic alignments, and replaced the cuvettes. Finally, the fse verified instrument performance to ensure that the services and repairs performed effectively resolved the instrument issue.

Manufacturer narrative:
As described, multiple hardware parts were replaced and adjusted. The root cause of the issue is not known, but appears to be a hardware malfunction. Customer has not called back to report any further issues relating to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)